Event description:
The customer contacted physio-control to report that their device unexpectedly reset power three times while attempting to obtain an ECG reading. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Physio found that the kepnuts and battery grommets were loose in the rear case and that battery 1 was at 17%. The rear case was replaced and the device then passed all functional and performance testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was likely battery maintenance or the loose kepnuts.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset power three times while attempting to obtain an ECG reading. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.